Event description:
It was reported that the burr was stuck on wire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 2.00mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, the burr was functioning fine at 170k rpm, but as the procedure was finishing, it became stuck on the rotawire. Consequently, it was noted that the plastic sleeve that houses the burr catheter was split. The whole system was removed as a single unit and replaced with another of the same device. No complications reported and the patient is fine.